Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The clinic failed to reproduce the loc. Technical services (ts) was contacted and confirmed that impedance is stable, there have been no changes in amplitude, and there is no noise on the lead. Ts recommended following up with the patient, as this is a recurring event. This rv lead remains in service and no adverse patient effects were reported.